Event description:
Event description cpi received information through a phone call to technical service that during and attempted implant of this endotak downsize plus transvenous lead (dsp), there was a high lead impedance problem. The physician alleged there was a problem with the rate sensing portion of the lead and elected not to use the lead.